Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer evaluated the unit and replaced the pneumatic module assembly. The unit passed all factory specified performance and safety tests. The failure analysis and testing dept. Received part with a reported unit failure of an iab loop leakage alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the procedure. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that for cardiosave hybrid, type I plug intra-aortic balloon pump (iabp) iab loop leak alarm was raised during use. No harm or injury to the patient was reported.